Event description:
It was reported that an ilet user experienced high glucose after automated dosing stopped for extended periods, and the device displayed alerts for high glucose and insulin occlusion while the cartridge volume was low. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no hospitalization and continued use after clearing the alert, with plans for a supply change. Investigation included customer-service troubleshooting and user education addressing the occlusion alert, cgm connectivity, and supply replacement. Investigation of this case revealed that an insulin delivery occlusion had occurred and that cgm connectivity issues contributed to dosing interruptions. It was additionally noted that dosing remained stopped because the user did not clear the occlusion or reconnect the cgm when the alerts first occurred. It was concluded that the event was attributable to an insulin occlusion and loss of cgm connectivity, with dosing interruptions compounded by user-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.